Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Performed a generator autocalibration. Performed fluoro / rad gain calibrations. Verified 3d spins with phantom. Performed system checkout. Unit is operational. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system produced a poor quality image. It was reported that the image was grainy. The poor quality image was used for the procedure and the case was completed successfully. There was reportedly no delay to the procedure and the patient was not affected.